Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed maxcore disposable core biopsy instrument received for evaluation. Upon visual evaluation, the device was sealed and therefore was not decontaminated. No anomalies were noted to the device. Sample was opened for evaluation purposes. Upon functional testing the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Even though the device was able to prime, fire and obtain samples, the investigation is inconclusive for the reported failure to fire as the sealed maxcore device was received for evaluation. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.